Event description:
During a pulsed field ablation procedure, a CT scan revealed venous bleeding in the abdomen at the level of the iliaca. The initial groin puncture was performed with ultrasound guidance. A swartz sl0 and brk were used for transseptal puncture. The guidewire from the sl0 was placed in the lspv and the sl0 was withdrawn. The agilis sheath was prepared and flushed. An additional incision (right groin) was made to facilitate easy entry of the agilis over the wire. The agilis dilator and sheath were connected but the agilis would not advance over the wire about 20cm in the right-side femoral vein; there was resistance. The guidewire could not be moved forward or backwards. With some manipulation, the agilis and guidewire were removed. There was damage noted on the tip of the agilis dilator and the guidewire was kinked. The physician alleges that the wire may have not been inserted totally straight due to the patient anatomy. Though this could not be confirmed during the procedure or with x-ray. No venograms were made of the femoral vein. The transseptal puncture was redone with the swartz sl0 with x-ray guidance and a new agilis sheath was used. The agilis sheath was in place and the volt catheter was inserted. The 4 pulmonary veins were ablated and the procedure was completed. The volt catheter and agilis sheath were removed. Both devices looked normal. As general anesthesia was used, it took some time for the patient to wake up. During this process, hypotension occurred. The tee was negative, the heart volume was normal, and no pericardial fluid was present. A CT scan was performed, and there was active venous bleeding inside the abdomen at the level of the iliaca. The patient was sent to the ICU for further observation.